Event description:
It was reported that during a da vinci s surgical procedure, the cable of the monopolar curved scissors instrument broke. No add'l info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found that one conductor wire is broken at the yaw pulley exit, however, the grip cables are not derailed at the wrist. The yaw pulley shows no signs of arcing and the wire insulation does not appear cut or melted. The wire likely was not securely attached to the grip and had poor strain relief and pulled out during articulation of the wrist. Electrical continuity failed. Engineering also observed the distal end of the main tube has a 1.75 inch long section with material removed on one side of the tube. Damaged area is located 3.5 inches above the proximal clevis, parallel to the tube axis, and has a rough surface finish. The wear pattern is consistent with cannula related tube abrasion. No other damage found. Add'l investigation is underway regarding the cannula accessories. No other damage was found. A follow-up MDR will be submit.